Manufacturer narrative:
(B)(4). The device was returned and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a longitudinal crack in the rigid side of the extend transfer set where the cap is located. Patient didn't start the therapy. The transfer set was replaced with a new one. The cleaning solution used was cristalmina. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed with naked eye and magnification with issues noted: cracked mainbody. Functional testing performed included leak testing, clear passage test, clamp function testing, and integrity of seal surface test. All functional testing performed was acceptable. The reported condition was verified. The cause of the condition was determined to be the use of a cleaner containing alcohol. Per baxter labeling, users are instructed ¿do not apply hydrogen peroxide, alcohol or antiseptic agents containing alcohol to the connectors.¿ a review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.